Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additionally, the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker, implanted with another manufacturers right atrial (ra) lead, exhibited minute ventilation signal noise. The signal was not sensed by the device. It was also noted that the ra pace impedance measurements exhibited an acute increase from the 500 ohm range to 1,599 ohms. Technical services discussed reprogramming the lead configuration to unipolar pace and bipolar sense. No adverse patient effects were reported.